Event description:
Pt was in bed while connected to IV antibiotics. Pt pulled on tubing and disconnected tubing from threaded cannula, leaving cannula on the central catheter, thus having an open system. On 1/9/95, blood leaked on to the bed. On 1/10/95, pt had air back-up, resulting in pt feeling like she couldn't breathe. She could not talk, had hot sweats, nausea, dizziness and numbness on her right side. Pt contacted md and rn. Pt advised to lie on left side after removing threaded cannula. Symptoms resolved except for residual nausea and headache which lasted "rest of day" (incident happened at 6 am).